Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver would not turn on. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver charge and boot was performed and the receiver was perpetually rebooting. The receiver was opened and the ui pcba board detached to retrieve the receiver download. The receiver download was reviewed and the logs displayed an err121, err68, and screen error alarm within the investigation window. The receiver battery was inspected and the receiver passed as it had voltage. The customer complaint of the receiver would not turn on was confirmed. The root cause could not be determined. The reported issue of the receiver would not turn on is reportable based on the finding of error icons.